Manufacturer narrative:
This medwatch is being submitted for inform system 1.

Event description:
User facility reported back-to-back glucose results on 2 inform meters: inform system 1 = 70 mg/dl, and inform system 2 = 465 mg/dl. The reporter stated the pt had symptoms of hyperglycemia. It is unk whether the pt was treated based on either result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect devices and replacement product was sent.